Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to go to the emergency room (ER) due to high blood glucose (bg) levels reading 372 mg/dl. The pod between 24 and 36 hours on the leg. Symptoms reported include nausea and vomiting and diarrhea. When removed the pod's cannula was found bent. While at the hospital the patient was treated with intravenous therapy of fluids, blood work was taken and the patient electrolytes were checked all were reported in the normal range. The patient was released once her bg levels fell below 200 mg/dl.